Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective latch lock sensor as well as a delaminated dso seal. The dso seal and latch lock sensor were replaced to fix the issue.

Event description:
The device was returned due to the cassette not locking. During the investigation it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.